Event description:
Customer reported that she had some issues with her insulin pump. Customer stated that she had high blood glucose of over 500 mg/dl because her insulin pump was not delivering the insulin. Troubleshooting was performed, and the insulin pump failed the high-pressure test. Nothing further was reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications. Unit was received with scratched display window and cracked case at the display window corners and broken reservoir tube lip.